Event description:
It was reported on (B)(6) 2025 a 16 mm amplatzer septal occluder was selected for implant using an unknown 8f abbott delivery system. During implant both the left and right discs of the occluder took on cobra shapes. Multiple attempts were made to re-deploy the occluder, however the cobra shapes remained. The occluder was not released from the delivery cable. The occluder was removed from the patient and replaced with a 16mm non-abbott device. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. Received imaging provided shows deformed into cobra formation. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a